Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The reporter stated the infusion device shut off without first providing an error or alert message. The reporter stated this occurred twice. No adverse event reported. Return of the suspect device was requested for evaluation.